Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information in the field.

Event description:
Provider states cord has melted in the cigarette lighter in their car. They are on vacation and now are stuck with no oxygen. This is the second time the dc cord has melted and failed.

Event description:
Provider states cord has melted in the cigarette lighter in their car. They are on vacation and now are stuck with no oxygen. This is the second time the dc cord has melted and failed.